Manufacturer narrative:
(B)(6). Manufacture and expiration date cannot be provided with information provided.

Event description:
Information was received that upon post-insertion of a smiths medical bivona pediatrics tracheostomy tube, it was noted that the cuff would not inflate. The port displaced, and water poured out. A trach change was required. No patient injury resulted.